Manufacturer narrative:
The insulin pump had button error alarmed due to moisture on keypad trace. The insulin pump was received with scratched on display window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.